Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:30:38 am to 9:40:38 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:25:38 am. A total of 36.2 units of basal were delivered on (B)(6) 2020 by 9:00:38 am, approximately 30 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.